Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was in the pool for about ten minutes. The customer also stated she could see condensation in the window of the screen. Her blood glucose level was not known. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces also traces of moisture were noted at the lcd board per our visual inspection. No button error alarms noted. The insulin pump has cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube thread and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.